Event description:
During an abdominal surgery, the foam lining of the sunoptics headlight fell onto the sterile field and landed on the balfour retractor ridge. The tech immediately removed the foam piece from the field, the balfour was replaced and surgery continued. Patient is fine, no infection etc.